Event description:
The hcp reported the patient experienced withdrawal after the basal rate of the intrathecal medication was lowered. The hcp had the patient take supplemental oral medication. No device troubleshooting was required or performed. The patient is reported to have recovered without sequela.